Manufacturer narrative:
The main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device return to manufacture? No, device manufacturing date: 19-aug-2019, labeled for single use: yes,(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless ipg procedure, residual contrast in the myocardial tissue of the apex indicated a tear or a split and damage in the myocardium. The leadless implantable pulse generator (ipg) remains in use. The patient was placed under observation. No further patient complications have been reported as a result of this event.